Event description:
Reporter stated that the black electrical cord, for the urisys 1100, has melted at its entry point into the device. Also, the plastic casing around the power cord entry has melted. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA.